Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for only one (1) device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) this event resulted in a retained fragment in the patient's bone. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery the drill bit was broken, the tip of the drill bit was left into patient's bone. No prolongation in surgery reported. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 18. April 16 received by e-mail on 15. April 16: the patient harm was that the tip of the drill bit was left into the patient's bone. The device is not available for investigation. No information regarding the other questions received. As affiliate confirmed that no add. Information is available and the material will not be returned for investigation, no add. Letter needed.